Event description:
Report received from USA stating that the device was displaying an error on the console. It is known that the device did not occur during surgery. However, it is not known if there was any pt or user injury or medical intervention reported related to this occurrence. There was no add'l info is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).